Manufacturer narrative:
Reported event of overestimation was not confirmed and data anomaly was confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level upon receipt. Field information provided as well as analysis of device image indicated device operated at high pacing output settings at times and rate responsive feature was enabled during implant period. When automatic settings are programmed, such as rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed exhibited normal device characteristics with battery voltage above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The cause of elective replacement indicator (eri) and end of life (eol) alerts noted could not be determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited overestimation. The device was explanted and replaced. There were no patient consequences.